Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer stated that the jaws of the device would jam during testing. There was no patient involvement.

Manufacturer narrative:
Date of initial report : 2017-03-14 date of follow-up report : 2017-04-20 two lf5544 were received for evaluation. This devices have been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned products did not meet specification as received. Visual inspection found no defects. The customer reported that the jaws on their ligasure devices are getting jammed during testing. The reported condition was confirmed. The customer reported that then the jaws did not open. The reported condition was confirmed. The investigation found the jaws were stuck shut due to the knife is trapped and contained within the jaws. The knife did not extend or retract when the trigger was activated. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported event to be user error. The IFU states: the IFU cautions: do not turn the rotation wheel when the handle is fully closed and latched. Product damage may occur. Do not apply force to the shaft of the instrument causing tension or bowing as this could make the knife difficult to deploy and the trigger may not return to its normal position. The IFU states to gently pull the cutting trigger to engage the cutting mec hanism. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.